Manufacturer narrative:
The device was returned to olympus for an evaluation and the customers allegation was confirmed. The image was frozen due to a printed circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the image was stuck on the evis exera iii video system center. It is unknown when the issue was detected but this device is mainly used for display at medical equipment exhibitions and is not used for any surgery, therefore, no patient harm is associated with this event. The fse recommended to connect and disconnect the cable of the host computer and connect it to the 190 model scopes to display a normal image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d5: correction from unknown to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the frozen image occurred due to faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.